Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9th february 2026, it was reported by an arthrex employee via email that for an ar-3688, knotless tensionable fibertak biceps kit, the anchor pulled out during final tensioning of knotless mechanism. The surgeon followed the instructions given and tech guide. It was confirmed whether it was inserted into soft bone and the surgeon reassured that it wasn't soft bone (61-year-old male pt). This was detected during a proximal biceps tenodesis procedure on opened subsequent anchor (B)(6) 2026. The procedure was completed successfully as a different implant was opened.